Manufacturer narrative:
The tech found the siderail release lever and latch were damaged. He replaced the release lever and latch to repair the bed.

Event description:
Info received indicates the right siderail will not stay in the up position.